Manufacturer narrative:
It was reported that the ventilator failed during pre-use check. Our field service engineer has investigated the reported machine on site. The air gas module was replaced to resolve the reported issue. However, the replaced part didn't return for investigation, and no device logs nor more information were provided. Therefore, no root cause can be established.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).